Event description:
It was reported by the provider the valve is stuck. Per independent repair center statement: the unit is alarming or red light. The rexroth valve is stuck, the poppit kit valve is not shifting, and the heat exchanger is leaking. No patient injury alleged, no additional information provided.